Manufacturer narrative:
Concomitant medical products: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the product was returned in a biohazard bag. Visual inspection of the returned product found the lens returned in the cartridge. There was no visible damage to the cartridge or injector. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The customer stated the surgeon was advancing a cc4204a collamer single piece lens, +20.0 diopter, in the cartridge and the plunger overrode and damaged the lens. There was no patient contact. The backup lens was implanted with no problem, using another nanopoint injector system. The reporter stated the lens damage was due to the nanopoint injector failed to perform.